Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extend life pd transfer set broke which resulted in a separation between the main body and twist clamp. This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp causing the separation between the main body and twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.